Event description:
Related manufacturer report 3006705815-2022-17401. It was reported the patient experienced a headache mid-trial procedure. The physician suspected a cerebrospinal fluid (csf) leak, and the leads were pulled out. A blood patch was done on (B)(6) 2022, and follow-up identified the patient is feeling better.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.